Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized due to high blood glucose of 529 mg/dl. Customer's symptoms were headaches, diarrhea, and vomiting. Customer's blood glucose at the time of admission was 292 mg/dl. The drive support cap on the device was sticking out. Customer's spouse was advised to disconnect from the device. No air bubbles or leaks noted. Settings were reviewed and were correct. Customer's spouse stated she needed to speak to the nurse and disconnected call. No further information reported.